Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 598 mg/dl. The customer experienced high blood glucose levels, stres and a mild heart attack. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer did not feel well enough to continue troubleshooting. Later, the customer called to request a replacement insulin pump. Troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs.